Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was re-admitted to the hospital due to a device infection. The patient's wife reported that the patient was treated with intravenous antibiotics and the device system remains in service. Further information from the local boston scientific field representative noted that the patient had a follow-up appointment with his cardiologist (post hospitalization) and no apparent infection was present and the device was functioning normally. The patient will continue with routine follow-up appointments.